Event description:
The dealer alleges the consumer was using the chair when the brakes locked up, causing the motors to smoke and get hot. The dealer alleges the motor wires melted around the brakes. No injury is alleged.

Manufacturer narrative:
No injury is reported. Consumer stated they had observed smoke. The dealer stated the motor wires were melted around the brakes. The motors were rec'd and inspected. The motors were documented and no smoke, heat or melted wires were observed. When connected to the drive components for the motors would not function. Further investigation indicated the brake coil on the left motor had malfunctioned in an open circuit, and this condition will cause a not drive condition of the chair. No smoke or heat was or is visible to any of the components. The chair will not drive and displays an error code indicating service is needed. There is no risk to user. Nonetheless, this MDR is being filed in response to form FDA (B)(4) notation.